Event description:
It was reported that a patient presented in clinic after receiving a vibratory alert. The device was found to exhibit premature eri. Device replacement was scheduled.

Event description:
New information indicated that the device was explanted.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Review of monthly battery measurements indicated that the device battery voltage decreased to below eri in a short period of time. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4).